Event description:
(B)(4) clinical study. Same patient as 2134265-2012-00006. Same case as 2134265-2012-01932 . It was reported that during a coronary artery treatment procedure the patient experienced a spasm. The target lesion was located in the mid right coronary artery (rca) with 90 % stenosis and was 17.0 mm long with a reference vessel diameter of 3.75 mm. The physician treated the lesion with pre-dilatation using a 2.50 x 15mm maverick dilatation catheter (inflated at 6 and 10 atm) and placement of a 3.5 x 24 mm taxus element stent. Following post-dilatation residual stenosis was 0%. During the index procedure a 0.14 choice ptj wire was advanced across the mid rca and a 2.5 x 15 mm long maverick dilating catheter and the study stent was deployed. With the guidewire still in place in the proximal rca, there was 40-50% narrowing appeared to be more severe after removing the guidewire and intracoronary nitroglycerine was administered. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).